Event description:
The following has been reported by customer: pm inspection and repair pump. Replaced internal battery pack and the pump membrane. Also upgraded the software and ran calibration and test procedures. All tests okay. There was an odd smell from inside the pump, error code 01-0002. Replaced defective motor and cpu board. Calibrated pump after repair, all tests okay. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the cpu board and the motor have been changed that solved the issue. Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to defective cpu board and the motor but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.